Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 8.6cm from the tip and is approximately 6.5cm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified anterior tibial artery (ata). After the dilatation was performed in the left popliteal artery with 3.0mm x 220mm x 150cm coyote balloon catheter, the ata was attempted to be dilated. After crossing the lesion, the balloon was initially inflated at 6 atmospheres for 10 seconds. However, it ruptured before reaching the nominal pressure. The device was removed from the sheath without any problems, and the procedure was completed using a different balloon. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified anterior tibial artery (ata). After the dilatation was performed in the left popliteal artery with 3.0mm x 220mm x 150cm coyote balloon catheter, the ata was attempted to be dilated. After crossing the lesion, the balloon was initially inflated at 6 atmospheres for 10 seconds. However, it ruptured before reaching the nominal pressure. The device was removed from the sheath without any problems, and the procedure was completed using a different balloon. No complications were reported.